Event description:
A peritoneal dialysis (pd) patient reported experiencing drain issues during treatment and had a feeling of fullness. Manual: drain 3000ml. The reported manual drain volume of 3000ml was 200% over the expected drain volume which resulted in a reportable device malfunction. The patient did not require medical intervention or treatment as a result of the overfill.

Manufacturer narrative:
A review was performed by the post market clinical department of the treatment data provided. A large intra-peritoneal manual drain occurred after treatment of (B)(6) 2014 with an undetermined cause. There was no adverse event associated with this reported large manual drain volume. A supplemental report will be submitted upon completion of the plant's investigation.